Manufacturer narrative:
(B)(4). Item: 141205, lot: 590380. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04319. This complaint was confirmed based on radiographs that were provided, and reviewed by a health care professional. Images show evidence of implant disassembly with loosening of the locking bar mechanism. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised but to implant migration approximately two months post implantation. The locking bar and articulating surface had migrated causing the patient pain. No additional patient consequences were reported. Attempts have been made and no further information has been provided.